Event description:
It was reported that there was power reset occurred. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters occurred once for critical ram parity error on (B)(4)-2011 14:10:53, and one patient alert for device circuit error on (B)(4)-2011 14:10:53. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) power on reset - power on reset parameters (B)(4) 1 - por for critical ram parity error, addr=113c, data=00, on (B)(4)-2011 14:10:53.one - patient alert for device circuit error on (B)(4)-2011 14:10:53.